Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. While the e224 error code was present due to a shortage in the cabling. Additionally, the rear cover label was found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was displaying error code e224 during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed and the patient's overall outcome was described as 'satisfactory'.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code (e224) indicates a communication failure with camera head. It¿s likely the error code (e224) was due to a damaged cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.